Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The head section of the bed, where the pull tube goes thru, has broken at a weld.